Event description:
A us distributor reported that a patient's electrode belt was unable to run incoming testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. Additionally, the dn to rear te cable was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.